Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. Coagulated blood and a clear unknown substance were found inside the proximal end of the introducer sheath. Conclusions: evaluation of the returned pod8 confirmed device unable to advance out of its introducer sheath. Further investigation revealed that coagulated blood and an unknown substance were present inside the introducer sheath. These substances may have contributed to the inability to advance the device out of its introducer sheath. During functional testing, the returned pod8 was flushed and subsequently, the device was able to advance through its introducer sheath and a demonstration lantern without issue. The root cause of the reported complaint was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. During the procedure, while advancing a pod8 within its introducer sheath, the physician experienced resistance and subsequently, the pod8 became stuck at the hub of the lantern delivery microcatheter (lantern). The physician then flushed the lantern, but the issue was not resolved; therefore, the pod8 was removed. The procedure was completed using six additional pod coils and the same lantern. There was no report of an adverse effect to the patient.